Event description:
The check valve allowed the secondary to backup into the primary line. There was no resultant pt complication.

Manufacturer narrative:
The sample was received and evaluated and the backflow was duplicated. The sample was dissected and the disc was found to be properly positioned. The underside of the housing revealed a piece of particulate. The MFR of the check valve has been notified of these issues. Changes have been made to the mfg and assembly process to minimize the possibility of particulate during mfg.